Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to the procedure itself, patient factors (horizontal aorta, moderate septal hypertrophy/ventricular septal hypertrophy) likely contributed to the malposition and migration of the xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards (B)(6) affiliate, during a transfemoral tavr procedure, a 23mm sapien xt valve was deployed too ventricular, landing 20:80 aortic/ventricular (a/v). Echocardiogram indicated that the native cusps did not cover the valve stent and mild paravalvular leak (pvl) was observed; therefore, no additional intervention was performed and the procedure was completed. Post operative day (pod) 1, tte indicated the xt valve had migrated more to the left ventricle side. Emergency surgical avr was successfully performed. At the time of this report, the patient was in stable condition. The native annular diameter measured 21.0mm by tee. Moderate valve calcification and no aortic root calcification were reported. It was reported that the patient had a horizontal aorta, which likely contributed to the malposition of the xt valve.